Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The customer states that the patient was not harmed or injured as a result of the event. The customer states he verified the malfunction. The customer states he inspected the device and replaced the proportional solenoid valve. The customer states the unit passed extended self testing.

Manufacturer narrative:
Customer inspected device. Puritan bennett was not authorized to evaluate or inspect the unit.